Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump (B)(4) revealed a pump update issue with an unknown cause; and a high current drain with the pump hybrid, also with an unknown cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the pump was to be replaced on the morning of (B)(6) 2017. It was to be sent back to the manufacturer at that time for analysis. No further complications were expected or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 2 mg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 the hcp was expecting to pull 3 ml out of the pump but pulled out 16 ml. A dye study was done and the catheter access port was checked, cleared, and dye was injected. Everything looked great, the catheter was primed with live flouro and the rotors were not moving at all. Per the pump logs, stopped pump period may exceed tube set could be seen in the logs re-occurring 15 plus times since at least (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. Surgical intervention was planned but not scheduled and the patient's status was "alive- no injury" at the time of this report. The hcp was to contact a rep when the patient's pump was replaced and that rep was to return the pump to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the replacement was scheduled to take place at (B)(6) on (B)(6) 2017.